Event description:
Customer reporting a complaint on product # 8645 & 8282. Customer states the products were in use and did not trigger the nurse call system when a patient got up from their chair. This resulted in a fall. No injuries were reported.

Manufacturer narrative:
H3. The unit was returned for evaluation. The visual findings revealed previous battery corrosion, white powder residue in the battery compartment and pcba, leaving the unit not sending a signal to activate the light at the nurse call test fixture. Pin 3 inside the nurse call receptacle was bent down. This could be caused by stretching the nurse call cable, in a circumstance where it was caught within the bed mechanism or being run over with a heavy equipment, such as diagnostic tool. This could have caused the unit to have a bent pin inside the nurse call receptacle. Evaluation found the unit did not send a signal to activate the light at the nurse call test fixture when pressure was removed from the sensor pad simulator. This was likely due to battery leakage/corrosion on the pcba (printed circuit board assembly). Additionally, when the nurse call cable was plugged into the nurse call receptacle, the unit played the audio cue between nurse call attached and nurse call detached. This was confirmed repeatedly when the cable was moved by hand due to a bent pin 3 inside the nurse call receptacle. Being that the unit is already more than three years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the nurse call issue, and it is likely that the cause of the event is by storing the unit for an extended period with batteries inside the compartment, normal wear-and-tear, severe shock, and other effects of repeated use over time. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).